Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used for a colon biopsy procedure performed on (B)(6) 2009 (pt however (B)(6)). According to the complainant, during unpacking, the jaw/cup was noticed to be bent. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).